Manufacturer narrative:
Additional information was added: the device was manufactured from may 16, 2019 - may 17, 2019. The device was received for evaluation. Visual inspection was performed which observed a white curved foreign matter which appeared to be plastic approximately 0.25 inches attached to a tape located on the fill port tubing. The reported condition was verified. The cause of the foreign matter was not determined. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white foreign material in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.